Event description:
Hold for cr 10/13

Manufacturer narrative:
A specific cause for the reported ventricular tachycardia (vt) as well as a direct correlation to the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. The submitted controller and left ventricular assist device (lvad) log files contained no abnormal events. The pump operated at the set speed for the duration of the captured data. The pump appeared to operate as intended. Multiple attempts to gather additional information was attempted; however, none was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The heartmate 3 lvas instructions for use (IFU) lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also provides information regarding anticoagulation, including the recommended international normalized ratio (inr) range. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on (B)(6) 2019. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The patient remains ongoing on the device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had six appropriate shocks from her implantable cardioverter-defibrillator (ICD) for ventricular tachycardia on (B)(6) 2021 before 7:30pm. Technical services reviewed the log files and found no unusual events. Further information was requested but was not provided.